Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of deep venous thrombosis following abdominal surgery was scheduled for vena cava filter placement. The right internal jugular vein was accessed and an inferior venogram was performed which demonstrated moderate narrowing of the distal ivc. A retrievable filter was deployed below the lowest renal vein and a triple lumen catheter was placed within the right jugular vein to be used as access during thrombolysis. The patient was placed in prone position and the left popliteal vein was accessed and a left lower extremity venogram was performed which demonstrated acute and subacute deep vein thrombosis. An infusion catheter was advanced into position and sutured in place and thrombolytic thrombolysis was started. The patient was stable post procedure without complication. Approximately two days post filter deployment, the infusion catheter was removed. Lower extremity and iliac venograms demonstrated moderate residual of thrombus and a mechanical thrombectomy procedure was performed. Followup studies revealed no evidence of significant residual. Access into the inferior vena cava was achieved and angioplasty of the common and distal iliac veins were performed and imaging demonstrated no improvement with recoil stenosis. Three stents were advanced and deployed in an overlapping fashion. The stented segments were dilated with a 10 mm balloon and follow up study demonstrated restoration of flow through the iliac veins into the ivc. Fluoroscopic inspection demonstrated the previously placed ivc filter to now have a significant tilt with the hook to be at the junction of the renal vein and ivc. The filter was scheduled for retrieval at a subsequent date. The patient was stable post procedure without complication. Approximately three days post filter deployment, the patient was scheduled for filter retrieval. The previously placed filter had migrated cephalad and was tilted with portions extending into the right and left renal veins. The existing right jugular catheter was removed and the introducer sheath was employed to displace the filter caudally. The hook of the filter was engaged with a snare and the filter was removed in its entirety without complication. Follow up venacavogram was unremarkable. The patient was stable post procedure without complication. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately two days post filter deployment, fluoroscopic inspection demonstrated the previously placed ivc filter to now have a significant tilt with the hook to be at the junction of the renal vein and ivc. The filter was scheduled for retrieval at a subsequent date. Approximately three days post filter deployment, the patient was scheduled for filter retrieval. The previously placed filter had migrated cephalad and was tilted with portions extending into the right and left renal veins. The existing right jugular catheter was removed and the introducer sheath was employed to displace the filter caudally. The hook of the filter was engaged with a snare and the filter was removed in its entirety without complication. Based on the provided medical records, the investigation is confirmed for a tilted filter and migration of the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Filter malposition. Filter tilt. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. The patient with history of deep venous thrombosis was scheduled for vena cava filter placement. The right internal jugular vein was accessed and the filter was deployed below the lowest renal vein. Following placement of the filter, a thrombolytic infusion catheter was placed via the left popliteal vein. The patient was stable at the conclusion of the procedure. Approximately two days post filter deployment, following removal of the infusion catheter, mechanical thrombectomy and angioplasty with subsequent stent placement in the iliac and femoral veins was performed. Fluoroscopic imaging demonstrated the previously placed filter to have migrated cephalad and tilted with the hook within the right renal vein. The patient was stable at the conclusion of the procedure. Approximately three days post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed and the introducer sheath was employed to displace the filter caudally. The hook of the filter was engaged with the snare and the filter was removed in its entirety without complication. The patient was stable at the conclusion of the procedure. No additional information was provided in the medical records received.